Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the right ventricular channel. The patient was brought in for defibrillation threshold testing during a generator upgrade. Lead replacement was recommended. No further information is available.